Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The facility biomedical engineer reported that the reported problem was reproduced prior to its repair. There was an unknown amount of contrast spilled down the front of the rescue unit while installed in the cart. The contrast entered into the unit via the external ECG port. Contrast flowed along the small wire harness of the port connectors to the front end board shorting it out. Resulting damage from the short has caused the cardiosave to enter into alternate power/service mode when powering on the unit without the black zeroing button being compressed. Maintenance was performed again after the iabp unit was repaired. The iabp unit has been cleared for clinical use and is being held back so that it can be swapped out for the next available unit requiring scheduled maintenance. No further investigation is required.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) boot ups only into the alternate power/service mode when the green button is pressed. The black zero vent button is not pressed. The facility biomed insists that the button is not stuck or depressed and the button has a ¿spring¿ to it. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility biomedical engineer will performed the repair of the iabp. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) boot ups only into the alternate power/service mode when the green button is pressed. The black zero vent button is not pressed. The facility biomed insists that the button is not stuck or depressed and the button has a ¿spring¿ to it. There was no patient involvement, thus no adverse event was reported.